Event description:
The patient experienced confusion, hallucinations, increased pain, increased blood pressure, nausea, cognitive changes, weakness and sedation. The healthcare provider (hcp) thought that the symptoms were related to the prialt dose being too high. When interrogating the pump, the hcp noticed that the patient's device had numerous motor stalls and recoveries over the past few days which resulted in the patient receiving less of the drug; the last motor stall did not recover. They were not sure why the patient would have symptoms normally reported with too thigh of a dose when she was getting less of the drug because of the motor stalls. The patient was admitted to the ICU until the pump could be replaced. The pump was replaced and the medication rate was decreased. The patient was in the hospital for a few days after the replacement, due to severe hallucinations and combative behavior. The patient felt sore but was "doing well." The patient recovered without sequela. The medications being delivered via the device system were bupivicaine, clonidine, morphine an prialt.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.